Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary system controller had a light out on it when running a self-test. The system controller was to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a led issue with the battery gauge of the system controller was confirmed. The system controller, serial number (B)(6), was noted to have the third battery gauge led out. The controller was functionally tested and was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller ui was lifted, and the led was found to be functional. The controller was opened to inspect internal pcbs, and all components on the battery gauge 3 circuit were unremarkable. The issue resolved after the ribbon cable that connects the ui to the main pcb was reseated. The root cause for the reported event was due to the ui to main pcb ribbon cable not being fully and properly connected. A manufacturing analysis task has been initiated to further investigate the issue of the ribbon cable not being properly seated. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.